Event description:
Additional information received reported that surgical eval was scheduled prior to stall, due to eri (elective replacement indicator). The cause for the motor stall was unknown. The actions and interventions taken to resolve the motor stall was pump replacement. The healthcare provider was not aware of other actions or interventions taken or planned to resolve the motor stall, replacement. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2020-jun-11. It was reported that no stall recoveries were seen. The pump had been turned to minimum rate and the alarm was silenced. The patient would "be sent to the hospital." They were working on getting a replacement scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jun-10 (B)(4) information was received from a healthcare provider (hcp) regarding a patient who was receiving 13 mg/ml of bupivacaine at 10 mg/day, 360 mcg/ml of clonidine at 277.84 mcg/day, and 25 mg/ml of hydromorphone at 19.29 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that the patient observed a motor stall code on their ptm. It was confirmed that the patient had not recently had an MRI. The patient was scheduled for a pump replacement on (B)(6) 2020. The hcp worked with (B)(6) so they would advise the patient to contact their managing physician on (B)(6) 2020. No symptoms were reported. No further complications were reported.